Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the physician indicated the patient had a "defective wire" but did not indicate which lead. Further follow up did not yield any additional information at the time of this report. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product: product ID 5568, serial# (B)(4).

Event description:
It was reported by the patient that the physican indicated the patient had a "defective wire" but did not indicate which lead. Additional information was received which indicated that the patient had a right ventricular (rv) lead revision. No patient complications have been reported as a result of this event.